Manufacturer narrative:
Adverse event problem: imdrf device code a0401 captures the reportable event of guide catheter break; imdrf impact code f23 captures the reportable event of unexpected medical intervention; imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific that an advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct, performed on (B)(6) 2023. During the procedure, when stent was positioned for deployment, the physician retracted the delivery system and the guide catheter detached. The detached guide catheter was removed from the patient with forceps. The advanix stent was then implanted, and the procedure was successfully completed. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the guide catheter was detached/separated.